Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for the reported lot number, 0202897330, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of (B)(6) 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). No device returned.

Event description:
It was reported the catheter broke during use. The catheter broke in half after it was placed by anesthesia healthcare professional. The healthcare professional was administering a local anesthetic. The healthcare professionals were able to retrieve both pieces of the catheter. No additional information was provided.

Manufacturer narrative:
Based on the results of the sample evaluation completed during the sample evaluation, the event reported appeared to be procedural and not related to a defective component. The tensile test completed to the returned sample yielded a result that exceeded the minimum required standard. The catheter may have become broken due to excessive tension applied to the catheter during the procedure or during catheter removal. It is also possible that the catheter may have become snagged on an internal structure during the procedure or during removal, causing it to break. All information reasonably known as of 03-oct-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 25-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).